Event description:
The event is reported as: the balloon of the trocar was inflated and burst outside of the pt. No pt injury reported.

Manufacturer narrative:
Eval method: device history record review, complaint history review. Results: device history record review showed no similar issues were found during the mfg or package process of this lot. Complaint history review from 04/19/2010 to 04/19/2011 was conducted. This review showed three complaints were reported. Conclusions: no eval will be performed. No conclusion can be drawn - the sample is required for eval. If the sample device becomes available, an eval will be performed and corrective action will be provided as required.